Event description:
It was reported that the user dropped the ilet from a pocket, where it struck a car and then the ground, resulting in the device opening and separating with a nonfunctional screen and subsequent difficulty using the device; the issue was associated with a display component and characterized as a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the device, consistent with impact damage to the display assembly and a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.